Manufacturer narrative:
Sections with additional information as of 18-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 13-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the product resolved the initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 186, 178, 191, 204 and 184 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl and expected pm fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2022 and open vial date is 04/30/2022. The meter memory was reviewed for previous test result history: (B)(6).